Manufacturer narrative:
(B)(4). Concomitant medical products: 110017101 acetabular shell ¿ 3516037; 163667- 32mm mod head, cocr -6mm, neck¿ 945770; 010000847- neutral liner 32mm, c - 3446276. Therapy date: (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06594.

Event description:
It was reported patient underwent right hip revision approximately 16 months post implantation due to acetabular loosening. During the procedure, infection was noted and treated with high dose antibiotic beads. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision operative notes and x-rays received. Device history record was reviewed and no discrepancies were found. Revision op notes show the patient was revised due to cup migration/loosening. X-ray review showed radiolucency around the cup and proximal stem. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.